Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the impedances were measured during the surgery and showed no problem.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a290, lot# 0211073472, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). Since the definitive implant, the patient was not feeling "good tinglings" anymore in the left arm, even on other programs. The patient needed more pain relief. The patient was reprogrammed on (B)(6) 2016 with no result. For that reason, the surgeon decided to implant another lead. The event resulted in an unscheduled clinic or office visit and in-patient hospitalization and the new lead was placed on (B)(6) 2016. The event resolved without sequelae. The event was related to the device or therapy and possibly related to the implant procedure. The therapy was not sufficient anymore.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause was that the therapy wasn't being sufficient anymore.